Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Performed global receiver test: failed center button. Opened receiver case for interior inspection: found moisture damage, contamination on membrane and ui board. The customer's complaint was confirmed for receiver display frozen due to moisture damage. A root cause could not be determined.